Manufacturer narrative:
The customer's complaint that the tubing cracked and leaked could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that there was a crack in the hub where it attaches to the syringe and leaked fluid during an infusion. There was no patient harm.

Manufacturer narrative:
During review it was determined that this is a duplicate file. Please reference 9616066-2018-00249 for MDR reporting requirements.